Manufacturer narrative:
The report received indicates that the patient experienced an electrical fault with visible contamination inside the connector on the front phase b only.  It was observed that one pin on front-phase b was contaminated with a black substrate (possibly oxide).  The pump was off 2 times during the cleaning procedure, each time for 20 seconds.  The patient tolerated the pump off well. The connector cleaning procedure was performed successfully.  Once the connector cleaning procedure was performed, the patient was in the ICU and stable. The product will not be returned for further analysis as it remains implanted in the patient.  Per the heartware field engineer, the controller won't be returned; it was cleaned and used as patient's backup controller. The pump (B)(4) was not returned for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed multiple "electrical fault", "controller fault", and "high watts" alarms that correlate with the reported event. A cleaning procedure was performed to remove contaminants. The root cause for the reported event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. Heartware has an open internal investigation (B)(4) to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use (ifu00001, rev. 21 & ifu00199, rev. 04): provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller; note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
The report received indicates that the patient experienced an electrical fault with visible contamination inside the connector on the front phase b only. It was observed that one pin on front-phase b was contaminated with a black substrate (possibly oxide). The pump was off 2 times during the cleaning procedure, each time for 20 seconds. The patient tolerated the pump off well. The connector cleaning procedure was performed successfully. Once the connector cleaning procedure was performed, the patient was in the ICU and stable. The product will not be returned for further analysis as it remains implanted in the patient. Per the heartware field engineer, the controller won't be returned; it was cleaned and used as patient's backup controller.